Event description:
A hosp diabetes educator called to ask about the product. She had a pt who was admitted with diabetic ketoacidosis. The de reported the device cannula was not inserted into the skin, she could smell insulin and her pt's blood glucose was continuing to elevate. The de reported the following bg results for the pt, but without any time info: 208, 246, 360 and 336 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any malfunction that could have contributed to the reported event. The caller reported that the device cannula was not inserted into the skin at the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia and dka. No product lot number was reported therefore no qualification record review was possible. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." "Check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin -- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."